Event description:
During a coronary stent procedure, the stent released from the catheter. No patient injuries or complications were reported. Several attempts have been made to obtain additional information on this procedure.